Event description:
The manufacturer received information that a rental, dreamstation st30 device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death." This issue has been reviewed by the clinical expert and determined the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death.

Manufacturer narrative:
The manufacturer previously reported information received that a rental, dreamstation st30, device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device was returned to a third-party service center for evaluation. Evaluation results determined there were no errors located in the logs, and no faults were found. The device's filters, tubing, and manual were replaced and the device sent to be put back into loan stock.